Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has high fio2 (fraction of inspired oxygen) error. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has high fio2 (fraction of inspired oxygen) error. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite found maxtec o2 (oxygen) sensor installed. Replaced o2 sensor with vyaire recommended brand performed est and o2 performance check but the mid ranges are still reading 5% higher than the monitor set point. Open unit to made adjustment to o2 regulator and o2 sensor cal. Performed second round of est, leak test and ovp, all test passed per avea service manual. All o2 reading on flow analyzers and fio2 monitor passed per avea service manual specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.